Manufacturer narrative:
Upon reassessment of the reported event, the screw was determined to be not reportable. The initial report was forwarded in error.

Event description:
Upon reassessment of the reported event, the screw was determined to be not reportable. The initial report was forwarded in error.

Event description:
It was reported pt underwent a revision procedure approximately 11 years post-implantation due to development of metal related pathology with revision of shell, head/liner, stem was retained. During the revision it was noted that the capsule was thick, noted pseudotumor with removal, cup removed central bone loss noted, reamed to 55 with 56 shell press fit & screws placed, dual mobility liner impacted, with 46mm dual mobility head and 28+7 head. There were no complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 65771100700 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset lot number 61679277. 00801803602 femoral head sterile product do not resterilize 12/14 taper lot number 61824325. 00620205022 shell porous with cluster holes 50 mm lot number 61798428. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -00552, 0002648920 -2023 -00122, and 0001822565 -2023 -01628. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted